Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) indicated that received an inappropriate shock during cycling and the physician decided to turn off the device. The device has being implanted for fourteen years. The technical services (ts) referred the patient with the clinic. This ICD remains in service. No adverse patient effects were reported.